Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized for a hypoglycemic seizure on (B)(6) 2016. The customer's blood glucose was .6 mmol/l at the time of incident. The customer also reported the insulin pump's piston malfunctioned during the prime process. The customer stated insulin continued to drip out during the prime process. The customer stated the piston did not stop during the prime process. The customer's blood glucose was unknown at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.